Event description:
During a gastric bypass, roux-en y, the device fired malformed staples on the fourth firing and then locked up. Another device was used to complete the procedure. There was no adverse consequence to the pt.